Event description:
The remb sag saw was sent for evaluation due to overheating during a procedure. An alternate device was readily available and it was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.